Event description:
The customer observed non-repeatable falsely elevated vitros tropi es results from three different patient samples processed on a vitros eciq immunodiagnostic system. Sample 1: 0.137 ng/ml vs. <0.012 ng/ml, sample 2: 8.75 ng/ml vs. <0.012 ng/ml, sample 3: 0.159 ng/ml vs. <0.012 ng/ml. The falsely elevated vitros tropi es results predicted from samples 1 and 2 were reported from the laboratory. A biased result of the direction and magnitude observed may lead to inappropriate physician action. Once identified, corrected results were issued. There was no allegation of inappropriate physician action or patient harm. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation confirmed that non-repeatable falsely elevated vitros trop I es results were obtained from three patient samples processed on the vitros eciq system. The investigation was unable to determine a definitive assignable cause. The investigation cannot confirm or rule out an instrument or reagent issue contributed to this event. Service actions were performed to optimize system performance; however vitros tropi precision testing demonstrated acceptable performance both before and after service actions. Additionally, the investigation confirmed that the samples involved had not been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.